Event description:
On june 27, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultrasoft lancing device had an issue where the lancet(s) would not fire. The patient manages her diabetes with self-adjusted insulin (unknown type). The patient indicated that the alleged lancing device issue started on the day of event at 12:00 am. Twenty minutes after the alleged issue began, the patient claimed that her blood glucose had dropped down to "26 mg/dl." It is not clear if the patient's blood glucose was tested on a device at that time. It is noted that the patient's blood glucose was not tested on another device. At 12:20 am that same morning, the patient also received treatment from emergency medical services (ems). She was given food/drink(s) as treatment. At 12:45 am, the patient administered self-care by consuming more food/drink(s). It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if she developed any specific symptoms of high/low blood glucose during the time of concern, if she felt low at the time the alleged lancing device issue started, and what device (if any) the result of "26 mg/dl" was obtained from. In addition, it would have been helpful to know what the patient's last blood glucose reading was before the event occurred, what date/time and last result was obtained, and what actions the patient took before the event occurred. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that her blood glucose level was "26 mg/dl" twenty minutes after the lancing device issue began. A blood glucose level of "26 mg/dl" meets lifescan's criteria for a serious injury. She also claimed that she received medical treatment from ems as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.